Manufacturer narrative:
B3: date of event is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filled as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the set was defective. The nurse identified the issue while priming the tubing, noting leakage at the cassette tubing section and at the patient line. The tubing was then removed and replaced. There was no patient harm.